Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the incision could not be performed due to current delivery failure. Although there was no visible damage noted with the stonetome, it was noted that the device would not bow as intended and the cutting wire could not touch the papilla properly. It was then exchanged with a non bsc device but current delivery failure recurred. Reportedly, there was no issue noted with the active cord. The procedure was completed with another non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. Additionally, the unit was tested inside and outside the duodenoscope and it bowed within specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the incision could not be performed due to current delivery failure. Although there was no visible damage noted with the stonetome, it was noted that the device would not bow as intended and the cutting wire could not touch the papilla properly. It was then exchanged with a non bsc device but current delivery failure recurred. Reportedly, there was no issue noted with the active cord. The procedure was completed with another non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.